Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, high pacing lead impedance and noise were observed on the right atrial lead. An x-ray of the device header was examined and was found to be normal. It was then suspected that a lead insulation or fracture might be the cause of the issue. Programming changes were discussed and the patient is stable.

Event description:
New information received notes that intermittent loss of capture was also observed.

Event description:
New information received notes that no programming changes were made. The patient is asymptomatic and will continue to be monitored.